Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed by quality engineering and it was determined that the reported condition was confirmed. Based on the results of investigation, it was determined that the liquids and blood entered the interior mechanics of the device and caused the trigger assembly to become jammed. It was determined that improper reprocessing was identified as the root cause of the device failure. The assignable root cause was determined to be traced to the environment, which is environmental conditions. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by switzerland that during in-house engineering evaluation, it was determined that the triggers of the battery handpiece/modular device were not possible to operate at all. It was determined that the upper trigger was jammed in ¿fully released¿ position and the lower trigger was jammed in ¿fully pressed¿ position. It was further determined that the gears were free moving; however, during disassembly of the device, several blood residues were found. It was determined that the upper trigger could be released with certain application of force, but the lower trigger was jammed up to a degree that the assembly had broken apart when it was attempted to be released. It was also identified that the falling out protection was defective. It was further determined that the device failed pretest for check falling out protection (steel ring), check for sticky trigger, check condition and function of triggers and check function of all modes with power module. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.